Event description:
The pt underwent a sling procedure in 2005. The pt made an uneventful recovery and was discharged home with a normal voiding pattern in 2006. Postoperatively, the pt experienced urinary tract infections of mild severity and was treated with antibiotics.